Event description:
It was reported that the patient underwent a lead removal procedure. During the procedure, the lead¿s screw tip fractured and remained inside the patient. A new lead was subsequently implanted. The patient remained stable throughout.

Manufacturer narrative:
The reported event of ¿lead screw tip fractured in patient during lead removal¿ was confirmed. As received, only the proximal portion of the lead was returned in one piece. The portion distal to the right ventricular shock coil was separated and not returned for analysis. Visual inspection of the lead insulation, cables and inner coil appear damaged and fractured between the right ventricular shock coil and the ring electrode. Scanning electron microscope confirmed that all eight filars of the inner coil were fractured at this location. The cause of the reported event was due to fractures of the lead consistent with bending fatigue.